Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of tubing damaged was verified by visual inspection. Upon evaluation of the sample that was submitted, the distal male luer adapter was damaged and the much of the threaded body was missing. A device history record review for model 30914 lot number 20096106 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the damage seen in the sample submitted is an over tightening of the male luer causing it to crack. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing damaged with lot #20096106 regarding item #30914.

Event description:
It was reported that the extension set mic tubing 60 inch was cracked at the connection point. This complaint was created to capture the 9th of 9 related incidents. The following information was provided by the initial reporter: "IV tubing cracked at connection point.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension set mic tubing 60 inch was cracked at the connection point. This complaint was created to capture the 9th of 9 related incidents. The following information was provided by the initial reporter: "IV tubing cracked at connection point."